Event description:
It was reported that the device had a measurement reset. Special software is being sent to clear the eri (elective replacement indicator) condition of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.